Event description:
It was reported that a patient underwent a left-sided atrial flutter ablation procedure with a octaray mapping catheter and the medical team noted resistance of the insertion tool over the shaft: the dilator was getting caught on a protrusion of metal on the shaft of the catheter between the distal electrodes. An onsite representative stated that, the issue was with a piece of metal exposed in between the electrodes. It was a darker piece of metal between the 2 most distal electrodes on the shaft, but the protrusion was on the more proximal side. The introducer kept catching on that part. No other issues were noted with the electrodes. There was no exposed wiring, but there was lifted/sharpened rings. The catheter was not pre-shaped. The catheter was replaced, and the problem was resolved. The case continued. No patient consequences were reported.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A photo was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the picture provided by the customer the photo showing the anchor window of the device was received; however no visible damage to the anchor or electrodes is observed. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. The customer complaint was not confirmed based on the photo received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).